Manufacturer narrative:
Continuation of d10: product ID tm91scs (serial: (B)(6)); product type: ; implant date n/a; explant date n/a b3: event date is date valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated that they went to healthcare provider last week and was told that they could turn stim off at night and that shouldn't be a problem. Patient said they turned stim off because they didn't feel any pain at night when they were sleeping, but when they tried to turn stim back on saturday morning, the handset would not connect to the communicator and bluetooth light wasn't coming on communicator at all. Pt had been on airplane mode, so agent walked pt through turning off, and confirmed bluetooth settings showed that communicator was 'paired' with handset. Patient service specialist had patient reset handset and communicator, but this did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. The patient mentioned every time they've been rolling over, they get zapped because the handset was left on #3 (although pt mentioned having turned off the therapy the night prior to saturday). Pt called reporting they just got their shipment but no communicator was inside. Agent advised to check package and pt states nothing is there but the label. Pt states the package doesn't look damaged or anything. Agent checked with repair who advises it would have been shipped. Agent sent request to repair. Agent reopened and reassigned case to send email to repair to replace the handset and to add serial numbers into secure note. Patient called back to pair the replacement communicator to the handset. During the call agent walked patient through restarting both the communicator and handset. Patient tapped mystim pc app and removed/unpaired the previous communicator. Patient pressed connect and manually typed the replacement communicator serial number. Patient was stuck at connecting and there was no blue light. Patient scanned the replacement communicator and was stuck at connecting. Patient confirmed airplane mode was off (based on call summary above). Patient also saw 94% on the handset screen and a circle with a line. Agent closed case. Patient called back for assistance with pairing the communicator/handset to the implant. Agent walked patient through pairing process. Patient confirmed they successfully paired to the implant and saw the therapy screen. Patient confirmed they were able to turn the stimulation down to 1.9 and stated it had been at 3.0 for 2 weeks and they hadn't been able to sleep. Agent reviewed everything was working as intended.